Manufacturer narrative:
H10: the device was reported to be outside of use at the time of the reported problem. No patient harm reported. The touchscreen was stated to have a malfunction following a service performed. A replacement touchscreen was ordered in a material only work order. In a good faith effort (gfe) response from the customer received on 25apr2023, it was confirmed that the issue was found after a service was performed when the customer went to use the device. The customer stated that this happened prior to being in use on a patient and confirmed that there was no patient harm. The customer confirmed that the replacement touchscreen has arrived, but it had not yet been replaced because they were awaiting a visit from a field service engineer (fse). In a gfe response from the customer received on 02may2023, the customer stated that the fse had visited the customer site on 01may2023 and replaced the touchscreen. The customer confirmed in the gfe response that the device was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
Philips received a complaint on the v60 ventilator indicating that the touchscreen was not working following a service performed. The customer stated that this happened prior to being in use on a patient and confirmed that there was no patient harm. A replacement touchscreen was ordered in a material only work order. The customer confirmed that the replacement touchscreen has arrived, but it has not yet been replaced because they are awaiting a visit from a field service engineer (fse).